Manufacturer narrative:
Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The s5 gas blender system was returned to livanova for further investigation. The described error could be reproduced, several parts have been replaced. Functional check and new calibration were performed. Functional control and technical safety inspection carried out, device is functionally properly.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The device has been requested for return to livanova (B)(4) for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s5 gas blender system displayed an error code during priming. There was no report of patient injury.